Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped insulin delivery. Reportedly, the customer's blood glucose level (bg) was 313 mg/dl and was addressed with multiple injections. Reportedly, the customer did not have back up insulin therapy. It was recommended for the customer to consult with their doctor to discuss back up insulin therapy.